Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction including perforation and tilt, that causes injury and damage to the patient. The following additional information was received per the patient¿s implant records: the patient¿s pre-operative diagnosis was recurrent right lower extremity deep venous thrombosis with pulmonary embolus. The filter was implanted below the right renal vein. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately six years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from anxiety. According to the information received in the discovery form (ppf), the patient reports 6 prong perforation with tilting, grade ii and ivc occlusion. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 7 years and 2 months post implantation. The patient reports filter fracture. The fractured strut(s) are retained within the ivc.

Manufacturer narrative:
Additional information: section h6 (evaluation codes: addition of device code 1260- fracture). Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter was recurrent right lower extremity deep venous thrombosis with pulmonary embolus. The filter was implanted below the right renal vein. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction including perforation and tilt, that causes injury and damage to the patient. Per the patient profile form (ppf), patient reports perforation of filter strut(s) outside the ivc, filter fracture and tilt. The fractured struts are retained within the ivc. The patient also reports suffering from anxiety. Additional information reveals 6 prong perforation of the filter with tilting, grade ii and ivc occlusion. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction including perforation and tilt, that causes injury and damage to the patient. The following additional information was received per the patient¿s implant records: the patient¿s pre-operative diagnosis was recurrent right lower extremity deep venous thrombosis with pulmonary embolus. The filter was implanted below the right renal vein. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately six years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from anxiety. According to the information received in the discovery form (ppf), the patient reports 6 prong perforation with tilting, grade ii and ivc occlusion.

Manufacturer narrative:
Additional information was provided and is available in: section b4 (event description) section g4 (date received by the manufacturer) complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of recurrent lower extremity deep vein thrombosis (dvt) with pulmonary embolism (pe). The filter was implanted via the left femoral vein and placed below the right renal vein. The patient is reported to have tolerated the procedure well. Approximately six years after implantation, the patient became aware that the filter had tilted with strut(s) outside the inferior vena cava (ivc). Additional information indicated that the patient had a grade ii perforation and ivc occlusion. The patient further reported having experienced anxiety, emotional pain and fear associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation and occlusion events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Concomitant medical products: 21-gauge seeker needle; guidewire; #11 blade scalpel; introducer dilator sheath. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction including perforation and tilt, that causes injury and damage to the patient. The following additional information was received per the patient¿s implant records: the patient¿s pre-operative diagnosis was recurrent right lower extremity deep venous thrombosis with pulmonary embolus. The filter was implanted below the right renal vein. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately six years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was recurrent right lower extremity deep venous thrombosis with pulmonary embolus. The filter was implanted below the right renal vein. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction including perforation and tilt, that causes injury and damage to the patient. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.